Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device; if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required; the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2016 and the physician advanced the electrode array too far and slightly perforated the fundus. The procedure was aborted. No intervention was required. The patient was discharged home.